Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer stated their blood glucose was 548 mg/dl at the time of hospitalization. The customer also reported the cause of their hospitalization was from diabetic ketoacidosis. The customer stated their high blood glucose event started on (B)(6) 2015 after having a keypad anomaly starting on (B)(6) 2015. The customer agreed to return the insulin pump for analysis.